Event description:
This lead was implanted on (B)(6) 2009 and is still in active implant. A call to technical services was made on 9/3/2013 stating that this rv lead did not pace when it was connected to another device. There were a bunch of rvs markers. The representative had taken the device out of storage and was programmed ddir. The patient was flat line for more than 2 seconds and was doing fine after. To avoid this case in the future, it was recommended to have the leads connected to the psa while doing changed out. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).